Event description:
It was reported that during preventative maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) generated a power-up failure after the power supply had been replaced and an audio alarm sounded. It was noted that the unit had been left plugged in over the weekend to maintain the battery charge. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they replaced the power supply and the iabp was released for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during preventative maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) generated a power-up failure after the power supply had been replaced and an audio alarm sounded. It was noted that the unit had been left plugged in over the weekend to maintain the battery charge. There was no patient involvement and no adverse event was reported.